Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Event description:
The manufacturer was contacted regarding a dreamstation auto CPAP, alleging that the device is getting black filters regardless of where the device is used. There is no allegation of patient harm, and neither is there any mention of medical intervention. The patient states they have another device that is working fine. The manufacturer has requested the return of the device. A follow-up report will be submitted when the manufacturer's investigation is complete.